Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Device history record (DHR) review for part number 309.530, lot number 9781055: manufacturing location: (B)(4), manufacturing date: 24th february 2016. Lot of (B)(4) pieces was released based on step in work order document. Neither deviation nor any non-conformance reports (ncrs) were marked in this document. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a planned extraction surgery was performed on (B)(6) 2016. The surgeon used the extraction screw to remove a screw but the extraction screw broke. The surgeon then used a second extraction screw but it also broke. The broken pieces of both extraction screws were buried in the screw head. Surgeon then used a diamond bar (competitor¿s device), it took time and the surgery was extended about 60 minutes. All broken off pieces were removed from the patient and the surgery was successfully completed. The patient is doing well. Concomitant device reported as: unknown screw (part and lot number unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the "investigation summary" is a translated conclusion from attached document(s). The product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of use were visible and the thread was broken. A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product and the hardness were measured, and fulfill the specifications. The specifications from the thread can¿t measure because the thread is broken. The lot of the raw material of article 309.530 is not tracked by number. Therefore the check was done based on fifo (first in/first out) by investigation of the raw material orders, which were closest to the start of the manufacturing order of the article. It was found that the used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.